Event description:
Reportedly, the customer filled the cartridge with 220 units of insulin and then saw insulin leaking from the center of the septum on the cartridge. The customer's blood glucose level was not impacted.

Manufacturer narrative:
The device has been received for evaluation. However, device evaluation is not yet complete. A supplemental report will be submitted upon completion of evaluation.